Event description:
The user facility reported that during one or more therapeutic endoscopic retrograde cholangiopancreatography procedures, the radiopaque tip of the extraction balloon detached and fell inside of the pt. The detached tip of the device was said to have been retrieved from the pt. There was reportedly no pt injury and the pt is reportedly doing fine to date. Multiple attempts were made by phone, fax and in writing, to gather more info regarding this report, however, the user facility has provided no additional info to date.

Manufacturer narrative:
No materials associated with this report has been returned to olympus for investigation. The cause of the user's experience cannot be conclusively determined at this time. If significant additional info becomes available, a supplemental report will be provided. This report is being filed as an MDR in an abundance of caution.